Manufacturer narrative:
(B)(4). This complaint file was identified as meeting the criteria of MDR submission to the FDA during a retrospective review of complaints. (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was not able to duplicate the reported issue. The unit passed all calibrations with a test patient circuit.

Event description:
The customer reported that the unit did not pass the patient circuit calibration and was placed on a patient. The unit failed to reach the desired pressure while in use on the patient. There was no patient compromise as the user quickly switched out the ventilator with another unit.